Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim at 0900 hours on september 12, the nurse was responsible for administering fluids to a patient, which required an indwelling needle to be placed and a needleless closed infusion connector to be connected. Routinely checking the integrity and expiration date of the connector, he found that the needleless closed infusion connector was broken and could not be used properly.

Manufacturer narrative:
Additional information in section b. Investigation result: one 2000e china sample from lot 24015646, was received for investigation of (B)(6), in which the customer has reported an occluded smartsite during use. As part of the investigation, the customer also provided one wego IV set to assist the investigation. A visual inspection of the wego product found no flash or any deviation to the male luer tip. The returned smartsite sample was subjected to functional testing by attempting to prime it using the returned syringe, which confirmed the customer's experience as a complete blockage was identified. This was also replicated using a bd plastipak 50ml syringe from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a faulty machine in the assembly process. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.

Event description:
Additional information: 3. It cannot be vented during the venting phase, and the liquid cannot be pushed after the syringe connector is connected 4. The product is stored at room temperature 5. Infusion set brand: jierui, national machinery approval 20173144239, model: air inlet d3 7. There are no obvious defects in the appearance of the product. 9. Removing the defective product allows normal infusion, ruling out other problems with blocked tubes. The problem with the sample is that the exhaust does not leak liquid, and there is no visible damage.